Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 2/24/2017 to address the reported event. The fse conducted a service call over with the customer over phone and troubleshooted the problem. During the service call, fse was able to assist the customer to unclog the #6 line. The instrument was verified as operational. There was no further action required from field service. The most probable cause of the reported event was the pump unit, clogged up line #6.

Event description:
On (B)(6) 2017 a customer reported high pressure with their g8 analyzer. The customer changed the filter but the high pressure persisted. They tried removing the filter and then checked the filter but they got a pressure grad sensor error. A field service engineer (fse) spoke to the customer to troubleshoot the event,which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.